Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) condition was encountered. The error code associated with the por was not known. The impedance readings were all within normal limits. The battery voltage was measured at 2.960 volts. The por was cleared by the MFR rep. It was later reported that the pt had a fall prior to the por condition. The stimulation had changed, but was still working after the por was cleared. A f/u report will be filed if add'l info becomes available.